Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. The device was no longer holding fluid. The physician felt like it might be leaking at the junction of the tubing and the cylinder. Upon closer inspection, there was a pin hole leak toward the distal end on one of the cylinders. The cylinder was marked with an x and the physician did not believe that she inadvertently poked a hole in it during implant or explant. No other adverse patient effects were reported.